Event description:
The stent dislodged during use in pt. There was no reported pt injury. There are no additional pt, vessel, lesion, or procedural info available to date. This product will be return for evaluation and testing.